Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced collapsed tube. This event occurred 1200 times. The following information was provided by the initial reporter. The customer stated: customer advised that they received a shipment of sst tubes. 12 shelpacks had heat affected tubes in them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon further evaluation the record with mfg number 9617032-2022-00298, will be closed /cancelled. Collapsed tube is not a reportable event. Please see (B)(4), for the more recent and updated rationale. B.5. Event description: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced collapsed tube. This event occurred 1200 times. Additional information has been provided cancelling the MDR task. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain no vacuum and cannot be drawn to a definite volume. These tubes are easily identified before use by the healthcare worker and these defective tubes in this MDR were not used for blood specimen collection, so there is no potential impact on the patient. *this MDR applies only to the extremes of tube collapse (i.e. Fully collapsed with no vacuum). Partially drawn tubes are generally captured under a different MDR, and could result in reportable. The following information was provided by the initial reporter. The customer stated: customer advised that they received a shipment of sst tubes. 12 shelpacks had heat affected tubes in them.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced collapsed tube. This event occurred 1200 times. Additional information has been provided cancelling the MDR task. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain no vacuum and cannot be drawn to a definite volume. These tubes are easily identified before use by the healthcare worker and these defective tubes in this MDR were not used for blood specimen collection, so there is no potential impact on the patient. *this MDR applies only to the extremes of tube collapse (i.e. Fully collapsed with no vacuum). Partially drawn tubes are generally captured under a different MDR, and could result in reportable. The following information was provided by the initial reporter. The customer stated: customer advised that they received a shipment of sst tubes. 12 shelpacks had heat affected tubes in them.